Event description:
Event description: boston scientific received info that this pt's family returned pt verification form with the pt's death certificate, which stated that the cause of death was : a) immediate cause: cardiorespiratory failure. B) due to or as a consequence of: pacemaker dysfunction. C) due to or as a consequence of: lead perforation. The date of death was noted as 2006. No autopsy was performed, and it is noted that the pt was cremated.

Manufacturer narrative:
H6 - not returned. Event conclusion: the pt was cremated and the field rep thought the device would have been explanted, but has not been returned as of yet. If the device is returned analysis should be performed. No additional info is available at this time. If additional info becomes available or if the device is returned, the event will be opened.